Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician placed the smart coil introducer sheath in the rotating hemostasis valve (rhv); however, the coil would not advance through the microcatheter. Therefore, the smart coil was re-sheathed and saved for later use. The physician placed another smart coil, then attempted to re-advance the same smart coil through the microcatheter; however, the same issue occurred; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.